Event description:
Customer reported an unexpected negative reaction on the echo for antibody screen. The sample was run in tube with peg and demonstrated a weak positive result. .

Manufacturer narrative:
Customer's returned sample and returned strips of capture-r ready screen (crrs)(3), lot r039, used at the time of the event, were tested on an in-house echo. Negative reactivity was observed with all cells. The sample was also tested with returned capture-r ready ID (crrid), lot id111on an in-house echo.the returned crrid strips were not returned with the corresponding pouch and may have been compromised prior to shipment. The sample exhibited positive reactivity with all reagent red cells except cell 1. The sample was tested with retention crrid, lot id111 on an in-house echo. All reagent red cells were nonreactive. The sample was depleted, and could not be tested with retention crrs lot r039. The nature of the sample cannot be ruled outed as contributing to the event.